Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an (B)(6) 2020 procedure the surgeon was using an ar-9625 hex driver (lot 021924) and the tip of the driver broke flush with the screw. Initial report did not state whether or not the driver tip was retrieved. Additional information obtained 12/01/2020: procedure was an mgs revers total shoulder. A 3.0mm drill (ar-9628) was used to prep the bone socket for the insertion of a 5.5 x 36mm peripheral screw into a 24mm baseplate. When inserting the screw into the baseplate with the driver the tip broke off flush with the screw head. The surgeon decided to leave it in the screw head. Patient bone quality was normal.